Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room following a syncopal episode. The lead exhibited low out of range pacing impedance measurements less than 100 ohms and loss of capture (loc) at maximum outputs. An invasive procedure was performed. The lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.